Manufacturer narrative:
The patient expired while being monitored on the central nurse's station (cns). The central nurse's station (cns) alarmed as it should have and all nihon kohden equipment was functioning normally. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The patient expired while being monitored on the central nurse's station (cns). The central nurse's station (cns) alarmed as it should have and all nihon kohden equipment was functioning normally.